Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that minimed mobile app not connecting to the pump anymore. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event with iphone 13 (os 15.1) and iphone 13 mini (os 15.4.1), minimed mobile app (1.2.1) with 780g pump (software version 6.7u) was made 10 times and the connection was successfully established each time. Hence, the issue was not reproduced. The customer was unable to get past pairing the mobile device as per the logs that were analyzed, the most likely cause of this error could be either the ios system, ios device hardware, pump hardware, or pump software. Also could be caused by radio interference and the distance increase between the ios device and a pump. The software performed as expected per ble connect ios and android mobile software requirements specifications - 10938329doc_e in this case, the customer was advised . - to delete the pump pairing from the mobile device's bluetooth settings. - to reinstall the mm mobile app. - to force close the minimed mobile app. - to perform a restart on the mobile device. - to re-launch minimed mobile app and follow the pairing process to pair the pump and mobile device, per user guide(s). The logs suggested that the customer issue was resolved, however, the communication with the customer was lost hence we could not confirm if the issues was resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.